Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the emergency backup battery (ebb) was due for replacement, but the battery door could not be removed. A system controller exchange was attempted, but the system controller safety latch was also stuck. It was later reported that the patient was transplanted on (B)(6) 2025.

Manufacturer narrative:
Section a4 patient weight correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. It was reported that the patient was transplanted. It was later communicated that the patient was not elevated on the transplant list secondary to a device or therapy related issue as they were already listed at status 1a. The device reportedly operated as intended and was not returned for evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was already listed 1a on the transplant list and that the device operated as expected.